Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and the expiration date are unknown. However, the complainant reported that the device was not expired. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, a trapezoid¿ rx basket was used to capture a 15mm stone within the common bile duct. Reportedly, the basket was unable to crush the stone and the ¿wire was stretched out from the handle¿. The physician was able to release the stone by shaking the basket, and the trapezoid¿ rx basket was removed from the patient. The procedure was successfully completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Visual analysis of the returned device found residues on the device indicating use and handling. The working length, sheath and the coil assembly, was found to be kinked in several locations and the thumb ring was deformed. Marks of tension were found at the thumb ring indicating excess of force applied to the product. The evaluation concluded that during the procedure excessive manipulation of the device and interaction with the scope or other devices most likely contributed to the failure working length kinked. Once the working length was damaged, the functionality of the device is directly impacted/limited and it will be unable to crush or extract the stones as is expected; consequently, confirming the reported complaint. Marks of tension were found at the thumb ring indicating excess of force applied to the product. Therefore, the most probable root cause of this complaint is "operational context", since it is most likely due to anatomical and/or procedural factors encountered during the procedure, performance was limited.   The device history record (DHR) review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, a trapezoid¿ rx basket was used to capture a 15mm stone within the common bile duct. Reportedly, the basket was unable to crush the stone and the ¿wire was stretched out from the handle¿. The physician was able to release the stone by shaking the basket, and the trapezoid¿ rx basket was removed from the patient. The procedure was successfully completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".